Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were at the office during the procedure and the doctor was able to place the pne wire on one site and the patient was instructed by the hcp and the rep on feeling stimulation. The rep stated that it was a normal case and the hcp was able to get the needle into the s3 foramen hole on one side. It was noted that the hcp had trouble placing the needle of the other side, so they left the patient with one pne lead. The rep noted that the patient had met with the hcp and everything was going smoothly. No further complications were reported or were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening. (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. The patient reported that they needed to increase several times to continue getting therapy. The patient noted that they thought that something might be out of place. The patient was assisted with increasing and was advised to follow up with their healthcare professional (hcp). Patient reported that they were in the one week trial and they started their trial the day before the call. Patient said they had to raise the stimulation several times and asked if that meant the trialing system was out of place. Patient said they had called in previously and thought the agent was saying that them needing to increase meant something was out of place. Patient said that initially they thought stimulation was set at 1.6 mv and they were then at 2.0 mv. Patient said they should not be raising that several times during the day and asked if it was correct. Patient services reviewed that would depend on symptom control. The patient said that they had a decrease in frequency and asked that meant the trial was working. Patient then stated that they were not going to tell patient about symptom control (whether improving from baseline or not) because they were told they could talk to their dr. About their symptoms and that was not for patient services to hear. Patient noted the rep said they had to be feeling all the time, minor vibrations or stimulation down there (bike seat) and right now the patient was not feeling stimulation. It was reviewed that stimulation sensation varies from patient to patient and as long as patient's therapy was on and symptoms were improving there should be no need to increase stimulation. At that point the patient stated that meant the rep had given them the wrong info. Patient would not reply to questions about if symptoms were improving or not. Patient said they didn't have to feel stimulation all the time. Patient said they took that info as they need to increase stimulation level several times a day to where they could feel it and they feel a little bit of pain going inside then they didn't' feel anything. It was reviewed that stimulation should never be painful/uncomfortable. Patient stated whenever they increase.1 they feel a little bit of pain then it was gone. Patient services walked patient through ensuring therapy was on. Therapy was on at 2.0. Patient requested help increasing, patient increase to 2.1 mv and reported they felt a little bit of stimulation down there. Patient said at that point at 2.0 they were not feeling any stimulation and they were told by the repo that they should have that sensation of vibration other side the therapy won't work. Patient said they increase toe 2.2 and didn't feel stimulation. Patient wanted to know if the wire was in place or if it was out of place because there was uncertainty that the doctor placed it correctly by the doctor. Patient was confused as to whether patient services could remotely view settings. Patient services reviewed that patient services could not view patient's device in for but that patient services could walk patient through steps. Patient became upset and reported that since patient services was unable to provide them with clear answers as to whether or not they were required to feel stimulation at all times during trial. Whatever patient services said patient stated that patient services was telling the opposite of what the rep was telling them. Patient wanted to talk to supervisor. Patient repeated much of the same information, and specified that they were concerned specifically about the stimulation sensation direction and didn't want to get into the symptoms as that they would review with the doctor. Patient services agent did explain that stimulation sensation does vary from patient to patient and also the intensity could feel different depending upon posture. Patient said they were still unclear and said that they would call their doctor to have the system removed as they had their doubts when they were told that the hcp had difficulty placing the wire. Patient then ended call. It was noted in a letter to the rep that the trial patient said they were not satisfied with the trial and didn't think it was straight forward enough. The patient was not concerned about the symptoms, only the sensation. The patient said they were going back to the hcp to have it removed per their doubts of the difficulty over placing the wire. Patient also said the trial irritated their lower back. There were no further complications reported.